Event description:
A malfunction occurred while the customer was sunbathing, resulting in a heat warning followed by a malfunction alert. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which the customer followed successfully; the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.